Event description:
It was reported that the patient ams 700 inflatable penile prosthesis (ipp) was nonfunctional due to a leak from undetermined location. The entire ipp system was removed and replaced with ams 700 cx. No further issues were reported in relation to this event.